Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. The investigation showed that the o- ring , the stainless steel ring and the plastic ring are not straight against the body. Assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm). All available information has been provided. This complaint has now been closed.

Event description:
In (B)(6), one vitrectome caused bubbles during the surgery. No report of an injury. All information has been disclosed. A sample is available for an evaluation.